Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not function as intended. Reportedly, the pump "malfunctioned" and stopped insulin delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method for insulin therapy. The customer declined to troubleshoot with tandem technical support.